Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01154, 3005168196-2016-01155. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod4 coils and a px slim delivery microcatheter (px slim). During the procedure, the physician placed an unknown manufacturers'' guiding catheter in the celiac artery and an angiography catheter toward a nearby vessel leading to the target vessel. Next, the physician inserted the px slim into the angiography catheter and then attempted to advance a pod4 coil through. While advancing the pod4 coil through the px slim, the physician encountered resistance. Subsequently, after the pod4 coil was about three centimeters from the tip of the px slim, the coil became stuck. The physician decided to retract the pod4 coil; however, while the coil was being retracted, it unintentionally detached within the px slim. Therefore, the px slim containing the detached pod4 coil was removed from the patient. After this, a new pod4 coil and a new microcatheter from another manufacturer were opened to continue the procedure. While this second pod4 coil was being advanced through the other manufacturer's microcatheter, it became stuck inside the microcatheter. Therefore, the pod4 coil was removed and the procedure was completed using another manufacturer's coils, a new pod coil and a new penumbra coil 400 coil (pc400 coil). There was no report of an adverse effect to the patient.